Event description:
Rn on duty inserted a nexiva IV catheter in a patient; could not withdraw the needle from the IV/catheter, blood immediately started to come from around the IV at the site. Nurse pulled the catheter and found what appeared to be a defective IV.